Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2000 along with concurrent total vaginal hysterectomy, anterior and posterior repair, pubovaginal sling and vulvar skin tag excision due to sui with urethral failure, cysto paravaginal defect, vaginal prolapse, neurogenic bladder, symptomatic cystocele and rectocele. It was reported that the patient underwent a gynecological procedure and mesh were implanted on (B)(6) 2010 along with concurrent paravaginal repair, sacrospinous ligament and vaginal vault suspension, anterior repair with graft, mid-urethral suspension and cystoscopy due to cystocele, paravaginal defect, vaginal prolapsed, sui and neurogenic bladder . It was reported that the patient experienced pain, urinary problems, and dyspareunia. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.